Event description:
Family member reported accidently programming a bolus of 9.7units of insulin. Medtronic minimed 24 hour tech called paramedics and was on phone with family member until paramedics arrived.